Event description:
It was reported the needle detached from pga suture after initial pass through tissue. There was no indication of the patient experiencing an adverse event. The suture involved came from lot# 180108-63.